Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not received yet by manufacturer.

Event description:
Mobi-c p&f us : disassembly. It was a cervical disc arthroplasty. As reported , "the implant was inserted and upon x-ray it appeared to be not contacting the inferior end plate". When implant was removed, the inferior plate dislodged from the peek cartridge. Surgery was completed successfully with another implant of the same size. Delay 20min. Additional information provided shows that according to the reporter the surgical technique was followed while loading the implant on the inserter. Surgeon felt some resistance when impacting device. Investigation is in progress and device is going to be send back to manufacturer to be evaluated.

Event description:
Mobi-c p & f us : disassembly. Description update received on march 26th 2018 : the implant was still attached to the inserter upon x-ray. The physician then distracted the disc space and carefully removed the implant. Upon inspection of the implant before it was reinserted, the superior plate was not engaged in the peek inserted. 20 mins were spent trying to reposition the implant on the inserter. The wasted implant was tagged for cleaning and after looking in spd it has been determined that it is missing. So it is clear, in my professional opinion this is not a product related issue. We had a scrub tech that was new.

Manufacturer narrative:
This medwtach is submitted following an additional information that was received on march 26th 2018. Additional information was received on 26th 2018 : "the implant was still attached to the inserter upon x-ray. The physician then distracted the disc space and carefully removed the implant." According to reporter, "is not a product related issue". The implant was lost after cleaning. Based on the product history records and the recurrence of this type of event for this implant, the event could be due to mishandling when removing the device in order to reposition it. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques. However, from information provided on surgical steps involved, this hypothesis could not be validated. The cause for the device disassembly is not device related. The investigation found no evidence to indicate a device issue. If additional information that add value on this investigation or impact it's conclusion were received. Another report will be sent. Device lost at sterilization.